Manufacturer narrative:
01-may-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
(String separated from the tampon) leaving the tampon inside the vagina [foreign body in reproductive tract]. Pulling gently on the string, the string separated from the tampon [device breakage]. Upon removal of the tampon, the string separated, leaving the tampon inside[complication of device removal]. Case description: consumer reported via e-mail that upon removal of the tampon, pulling gently on the string, the string separated from the tampon, leaving the tampon inside the vagina. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
(String separated from the tampon) leaving the tampon inside the vagina [foreign body in reproductive tract], pulling gently on the string, the string separated from the tampon [device breakage], upon removal of the tampon... The string separated... Leaving the tampon inside [complication of device removal]. Consumer reported via e-mail that upon removal of the tampon, pulling gently on the string, the string separated from the tampon, leaving the tampon inside the vagina. No serious injury was reported.